Event description:
A ventilator inoperative code (error 009) was found in a ventilator's downloaded error log while evaluating the device. There was no allegation of a loss of therapy by the customer. The logged error code 009 indicates a potential malfunction of the ventilator's blower motor. The device's blower motor was replaced to address the logged error code. The ventilator's blower motor was evaluated by the MFR's engineering department. The ventilator inoperative condition was found to have been caused by an open circuit due to delamination of the blower motor's coil.

Manufacturer narrative:
There was no pt harm or injury. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.